Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures such as device evaluation or repairs. The only further information dräger could obtain upon contacting the hospital was a confirmation that the event did not lead to health consequences for the patient, finally. Dräger derives the following: a black screen itself alone has no impact on an ongoing ventilation episode. If the issue was indeed limited to a black screen, the temporary worsening of the patient status must thus have been caused by the user-initiated device exchange maneuver and the unavoidable short interrupt in ventilation. The device may however have lost power completely or may have performed a reboot i.e. The black screen may have been just a symptom and not the nature of the problem. It is not known if the assumption of the user the event may have been related to insufficient supply with electrical energy was based on any findings/observations or was just a speculation. The device is equipped with an internal battery that covers the loss of mains power for at least 30 minutes - it can thus rather be excluded that a device shut-down occurred in single-fault conditions. The device responds to various triggering conditions with a reboot. Not all of these are related to malfunctions. Finally, a root cause for the reported event cannot be determined just from the available description. Several factors like component malfunction, lack of preventive maintenance, infrastructure issues or a combination of several factors must be taken into consideration; it is not possible to differentiate between all these since the complaint cannot be fully understood. It is recommended to have the device checked by authorized personnel and to have it repaired if necessary.

Event description:
It was reported in an ufr to dräger that the display of the device suddenly went black during use and that the operators thereupon decided to replace the device in a controlled maneuver. As per report, the patient experienced an "aggravated dyspnea". It is not known if this was a consequence of the short interrupt in ventilation which is associated to the device exchange maneuver or if this was beginning before already. As a side note, the user suspected that the event may be related to either aging of components or to instable power supply voltage.